Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log verified the event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Sample analysis verified the event and noted that the cause was a malfunctioning membrane gasket, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.